Event description:
Initial info received from a physician via (B)(6) on (B)(6) 2012; plus subsequent f/u: a (B)(6) female pt received 3 sessions with poly-l-lactic acid (sculptra aesthetic) for the indication of facial volume replacement and received 2 vials with each session on (B)(6) 2012 (lot # 1a1046, expiration date oct-2014), (B)(6) 2012 (lot # 1a1046, expiration date oct-2014, and on (B)(6) 2012 (lot # 1a1048, expiration date november 2014). On (B)(6) 2012, approx one week after her first set of injections, she developed night sweats, fatigue and nausea. These symptoms subsided within one week. She did not experience any reactions following her sculptra aesthetic session on (B)(6) 2012. Approx 2 weeks following her injection on (B)(6) 2012, she had similar reactions with chills, night sweats, weakness and dry heaves. After one week with resolution, she presented to the emergency room due to dehydration, weakness and nausea. The physician stated that she was admitted to the hospital with cardiac related problems, not at all related to her sculptra aesthetic treatments. The pt decided not to continue treatments with sculptra because of other non-related health problems. The physician stated that he doesn't suspect that any of the events were related to sculptra aesthetic, but that her newly diagnosed cardiac disease played a role in her events. Medical history includes uterine cancer with a total abdominal hysterectomy and hypothyroidism. Concomitant medications include levothyroxine. No further relevant info provided. Add'l info for sculptra aesthetic (lot # unk and expiration date: unk) from product technical complaint report case ID (B)(4) dated (B)(4) 2012, received by uspv on (B)(4) 2012: an investigation has been performed and the results are discussed here as follows: since no batch number was communicated, the documentation relevant to all the sculptra batches marketed in us and not yet expired was re-controlled. For each batch, both semi-finished and finished (packaging) documentations have been re-checked and no anomalies linked to the event reported have been picked out. The verified batches were: batch (B)(4). The analysis certificate at the release step of all the batches listed above has been re-checked and all the results were conforming to specs. The investigation did not point out anomalies related to the quality of the batches released for the market, nevertheless, since anagni is not responsible for medical evaluations, we reserve to close this complaint as no conclusion possible. Add'l info was received by the physician on (B)(6) 2012: add'l event of cardiac disease was added and upgraded this case from non-serious to serious. The outcome of this event is unk. Add'l events of chills, night sweats, weakness and dry heaves after her 3rd session of sculptra were added and reported as recovered. Sculptra aesthetic lot #'s and expiration dates were provided for the vials used in all 3 sessions. Medical history and concomitant medications were provided. Pharmacovigilance comment: sanofi company comment (B)(4) 2012: this report is lacking sufficient info about cardiac problem, which limited the causal assessment. Add'l info including medical history, concomitant medication, and outcome of the event has been requested.